Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a lower display issue. It was also noted that the upper case was broken, lower case was broken, ring was bent, both bail covers were broken, and there was contamination between the liquid crystal display (lcd) lens and the keyboard window. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a lower display issue; there were white, vertical lines on the display. The epg has been returned for repair. There was no patient involvement.